Event description:
It was reported there was a confirmed motor stall and motor stall recovery recorded in the event logs. The motor stall was caused by the patient having an MRI or other medical procedure. They interrogated the pump just before the patient left and they saw another motor stall. The pump was delivering baclofen.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).